Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
A2 age at time of event: 74. Device evaluated by MFR.: a synergy xd mr us 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts on the proximal and distal ends flared. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and it appeared as if they were subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient was stable.